Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the pulmonary artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. During the initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital (B)(6). E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.